Manufacturer narrative:
Steris has requested that the exacto cold snare subject of the reported event be returned for evaluation. The exacto cold snare instructions for use states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed, and no abnormalities were noted. There have been no other complaints associated with this lot. A follow-up report will be submitted should additional information become available.

Event description:
The distributor reported that during a patient procedure their exacto cold snare broke and failed to cut a polyp. The snare could not be closed, and the procedure was cancelled. No report of injury.

Manufacturer narrative:
The exacto cold snare subject of the reported event was not returned to steris for evaluation. Without the returned device, the root cause of the reported event cannot be determined. No additional issues have been reported.